Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the port system was implanted via the right internal jugular vein. There was an alleged catheter kink and approximately 60 days later the catheter fractured. It was additionally reported that the catheter segment and the port body were removed. There was no reported patient injury.

Event description:
It was reported that the port system was implanted via the right internal jugular vein. There was an alleged catheter kink and approximately 60 days later the catheter fractured. It was additionally reported that the catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp with 8fr groshong catheter was returned for evaluation. The catheter was received in two segments, with the proximal segment attached to the port body. It was noted that the catheter lock was not completely seated against the port body. A complete catheter break was noted. The break was largely circumferential but also traversed longitudinally. When viewed under magnification, the break was noted to be jagged with some rounding and the surfaces were noted to be largely smooth with some granular areas. Based on these findings, the investigation is confirmed for a catheter break. Per the reported event details, there was an alleged catheter kink. As the catheter may have been kinked during use and the break traversed longitudinally, it is possible that over-pressurization of the catheter contributed to a burst. Additionally, per the evaluation results, the breaks were jagged with some rounding, possessing a largely smooth surface. These are characteristics typical of flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the identified break. It was also noted that the catheter lock was not completely seated against the port body and it is possible that the assembly of the catheter onto the port contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.